Event description:
The patient's provider performed the intubation with a mcgrath video laryngoscope using a #3 macintosh (clear) blade. The disposable blade was not seating very well on the scope. Once the endotracheal tube was properly placed in the airway, the provider pulled the laryngoscope out and reached around to grab the circuit tubing and connect it to the airway. The blade was missing, and once the provider moved the face mask to the side to visualize the oral cavity, they found a clear plastic blade up against the roof of the patient's mouth.